Event description:
It was reported that the implantable neurostimulator (ins) became hot during recharging, and that recharging was unsuccessful in (B) (6) 2009. In (B) (6) 2010, an overdischarge was suspected, the patient had not recharged for over 9 months. The overdischarge was confirmed. A physician mode recharge was successful. The patient was able to recharge with the company representative's recharge. Following recharging, the patient was not receiving effective stimulation. Reprogramming was planned for a later date.

Manufacturer narrative:
(B) (4).